Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted (B)(6) 2012, due to a receiver/stimulator extrusion. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, april 12, 2012. The manufacturer became aware upon receipt of the explanted device on april 10, 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.